Event description:
It was reported that during a ptca/stent procedure, a stent was implanted and the avenger was used to post dilate the stent and to dilate a lesion distal to the stent. The pt left the cath lab in stable condition and returned one-half hr later experiencing chest pain and st elevation. Angiography revealed the lesion distal to the stent had become occluded with thrombus and a dissection that had not been appreciated during the first procedure was noted. The dissection was dilated with a new dilation catheter and a second stent was deployed to complete the procedure. No pt injury was reported with this event.